Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin pump alarmed for rf pic failed self test. Customer performed a self test but test failed. Customer advised to refer to back-up plan. Customer's blood glucose was 120mg/dl. Insulin pump will be return for analysis.